Event description:
Report received indicated that patient suffered a stroke. The patient was consented to the study for carotid stenting. The pre-procedure neurological exam reported national institute of health (nih) stroke scale score of 1 (with unspecified attribution), and the rankin stroke scale score of 0. The patient underwent the index procedure with delivery of the angioguard rx ecgw and placement of two precise rx stents at the ostium of the right proximal internal carotid artery (ica). The patient was asymptomatic. There was occlusion in contralateral carotid. The target lesion diameter stenosis was 80% with lesion length 22.0mm and reference diameter 5.10mm. The lesion was described having moderate calcification, concentric, circumferential and ulcerated. There was mild vessel tortuosity. Thrombus was not seen at the lesion site and pre and post dilatation was performed.

Manufacturer narrative:
The angioguard rx ecgw was use for embolic protection device and two precise rx stents were deployed at the intended location. There was no debris found in the filter upon retrieval of the angioguard rx ecgw and no devices malfunctions were reported. The site reported a 0% final residual in-lesion stenosis. According to the hospital source documents, during the post-stent dilatation, the patient experienced transient asystole of 20 seconds duration with spontaneous resolution. Information regarding the balloon catheter was not provided. The post-procedure neurological examination reported the nih stroke scale score of 2 (with unspecified attribution) and the rankin stroke scale score of 0. According to neurology consult notes; the examination was significant for decreased pinprick on the left lower extremity. An MRI and mra without contrast were performed the day after the index procedure. The exam revealed numerous punctuate acute infarcts within the subcortical and periventricular white matter, predominantly in the parietooccipital regions of both cerebral hemispheres, as well as within the temporal lobe and medial aspect of the left cerebral hemisphere. The parieto-occipital parenchymal diffusion abnormalities have a configuration suggestive of watershed infarctions, while the more randomly distributed additional infarcts, some of which are in the left posterior circulation, are more likely secondary to embolic. There was also noted complete occlusion of the left ica with reconstitution of flow in the left carotid terminus via collateralization from the right anterior circulation with normal flow in the left aca and mca and moderate microvascular ischemic changes with numerous lacunar infarcts in the basal ganglia. Two days post procedure the patient suffered non q-wave myocardial mi. An emergent coronary angiography revealed coronary disease, which appeared to be not significantly different from previous study. Following catheterization, the patient was intubated and extubated the next morning. At this point, the patient was lucid and alert, according to the hospital notes. Four days post the index procedure, the patient developed sustained ventricular tachycardia treated with cardioversion and required re-intubation. The patient remained hemodynamically stable, however, nine days post the index procedure he went into an asystolic cardiac arrest and patient expired on that day. The site reported cardiac cause of death and was unrelated to both the index procedure and the cordis products. This product remains implanted in the patient and will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt. This is one of two products involved in the same patient and reported under manufacturing number 9616099-2008-00885 and 9616099-2008-00886.